Manufacturer narrative:
The device was misplaced in error by the customer and unavailable for evaluation. Since the device in question was not returned, any manufacturing defect with the device cannot be assessed. However, it is likely that the root cause of the introducer leaking is related to the root cause attributed to similar complaints received for the introrc leaking that have been confirmed. The root cause of the leaking has been determined to be a material relaxation issue. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. A corrective action has been initiated along with a product recall for the introducer. Manufacturing records were unable to be reviewed as the lot is unknown. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported by the sales rep that the introducer on the proplege coronary sinus device, pr9 was leaking. The device is available for return. Unknown lot number. No stated pt injury or prolonged or time.

Manufacturer narrative:
The device to be evaluated unpon product return from the customer.